Manufacturer narrative:
Baxter received and evaluated the device; the date of occurrence was unknown to the reporting facility. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported defective keypad (soft key, "basic" and "." Keys inoperable)and was found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a defective keypad (soft key, "basic" and "." Buttons inoperable). There was no known patient injury or medical intervention associated with this event. No additional information is available.